Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A field service engineer booted the fridge raider and powered up the pyxis to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fridge failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.